Event description:
A balloon developed a pin-hole leak at eight atm during the first inflation of an iliac angioplasty. The lesion was calcified and a second balloon was used to successfully complete the procedure with no pt complications. This device was destroyed and is not being returned to the MFR. Therefore, no engineering evaluation will be available. Follow up revealed this balloon catheter was used in a calcified lesion which co believes contributed to this event and does not attribute it to the device. However, without evaluating the product, co cannot determine the exact cause for this event.